Manufacturer narrative:
(B)(4). Per data log analysis, on (B)(6) 2018 at 10:33:30 am, the vent large roller pump while running reported a "5v supply voltage test failure" and rebooted. At 10:34:35 am the pump was started and it rebooted again. After this no more reboots occurred. The power manager provides 5v through a cable to the nic to all pumps and modules. Only the vent pump seems to have issues. Per the manufacturer's subsidiary, after the procedure the user facility changed the pump power line to another port in the network interface card (nic) board and used the pump in the sucker position.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump stopped. They hand cranked the pump and restarted the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's subsidiary, the pump has been functioning as intended since connecting to a different socket on the network interface card (nic) board. The pump will not be returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
During cardiopulmonary bypass (cpb) on (B)(6) 2018, the roller pump in the vent position stopped. The flow on the vent was approximately 700 cubic centimeters per minute (cc/min) on a 1/4 inch tubing. According to the log analysis, on (B)(6) 2018 at 10:33:30 am, the vent large roller pump while running reported a "5v supply voltage test failure" and rebooted. At 10:34:35 am the pump was started and it rebooted again. After the second reboot, the pump worked appropriately. According to the information, the clinician did hand crank this pump for a small period of time (unknown time, but reboot was twice within a 1 minute 5 second period of time, otherwise pump ran appropriately). The clinician does not recall if there was a message on the central control monitor (ccm) monitor, but does recall that they may have heard an audible alarm when it stopped and rebooted. During the procedure they did not evaluate the connection of the roller pump to the network interface card (nic) board. After the procedure they moved the location of the connection to the nic board to a different location and is using that particular roller pump as a sucker. The incident did not delay the surgical procedure, and there was no blood loss or harm associated with the occurrence.